Event description:
It was reported that during device unpackaging and prior to use, the xience prime stent strut was noted to be damaged. There was no patient involvement. The device was not used. There was no reported clinically significant delay in the procedure. There was no additional information provided. Returned device analysis revealed the stent implant was dislodged from the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Stent damage was confirmed. Additionally, the stent implant was dislodged from the balloon; however, additional information was unavailable from the account regarding when/how this occurred. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.